Event description:
It was reported that the meshgraft ii was getting spaghetti results with the mesher. Surgeon used an alternative procedure for grafting the skin. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was not returned to the MFR for eval. If the device should be returned, a follow up medwatch report will be submitted.